Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Custyomer reported that she received a sensor error alert. Customer stated that the alert occurred after initialization. Customer reported that the site always hurts when she inserts the sensor; inserts in abdomen. During tropubleshoot; customer stated that the sensor is fully inserted and site is confortable at the time. Customer stated that there is no damage to the connection bridge or pins and transmitter passed the test plug procedure. Blood glucose is 199 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.